Event description:
The device was used during a cystectomy procedure. Reportedly, the staple line did not form properly. The surgeon reversed the staple line to correct the condition. No pt injury was reported.